Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software was "too aggressive" with the amount of insulin delivered. Customer experienced a low blood glucose (bg) level ranging from 40-100 mg/dl. Customer consumed smarties, honey, and maple syrup to treat bg. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.